Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry pc does not boot. Review of the system log file found that there was a malfunction with geo pc. The fse replaced the geo pc and reloaded the software. After replacement of geo pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the geometry on the allura xper fd20 system was not starting. No harm has been reported. Philips has started an investigation of the complaint.